Event description:
My son (age 13) went to the ER with what turned out to be corneal abrasions on both eyes. Completely covering both corneas. The drs said it had to come from the contacts as it was almost a perfect circle covering the cornea. He put a new pair of contacts in on wed the 11th and wore them for a few hours, wore the same pair for a few hrs thursday and then wore them to school friday the 13th, by the time he finished school that day his eyes were red, he couldn't see and upon removing the contacts his pain became really intense. He couldn't open his eyes and was in a lot of pain which is what led us to the emergency room visit. He was diagnosed with bilateral corneal abrasions due to his contacts.